Event description:
Reporter indicated that patient is experiencing sleep apnea. The patient underwent a sleep study in 2002 at which time the sleep apnea was diagnosed. The apnea reportedly increases with stimulation. The patient's device has been programmed to very extreme parameters. The patient was placed on a bipap (positive pressure breathing apparatus) and has reported tolerated it well without complications and is sleeping better. Physician plans to have the patient place the magnet over the device while sleeping to prevent exacerbation of the sleep apnea. The patient was not previously diagnosed with sleep apnea, but the patient's neurologist believes that this diagnosis may have been missed in the past. The patient was last seen by physician a month later and reported that their seizures are under control with the help of the vns and medications.